Manufacturer narrative:
The samples were urine drugs of abuse samples. Customer did not indicate any issues with calibration or qc. A field service engineer (fse) was dispatched and found that the chemistry cartridge (cc) reagent and the cc syringes were loose. The fse also found that the reagent probe b cuvettes were generating dirty cuvette messages. Customer stated that the instrument was generating "cuvette not dry" error messages when the fse arrived. The fse replaced the reagent probe b and performed all cc side alignments. The root cause appears to be hardware.

Event description:
A customer contacted beckman coulter inc., (bci) stating that the unicel dxc 800 pro synchron chemistry analyzer generated three (3) false negative drugs of abuse patient samples that were noticed by the customer. Reruns were performed on an alternate instrument and resulted in positive results and were reported out. Patient treatment was not affected as the customer reruns the samples on alternate instruments prior to reporting.